Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a carelink network identified a triggered lead integrity alert. The warning was triggered when the device detected a lot of external electromagnetic interference while using a screwdriver on his camping trailer. The lead remains in use. No patient complications have been reported as a result of this event.